Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles.there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 should have reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient also alleges of developing cough, went to ent, cardiologist, and pulmonary doctor. They found a formation in lungs but hasn't been diagnosed with cancer as of yet. He keeps developing pnemonia. Went to ER 17-19 times. Fainting when he coughs. Also his kidney function is dropping. Diagonosed with calcification in lungs and patient using inhaler. Section b1 and b2 was missing in previous report which is now updated in this follow-up report. Section g3, h1 and h6 health effect clinical code and impact code was incorrectly reported in previous report which is now updated in this follow-up report.